Event description:
During an adenoidectomy procedure, the patient was reported to have sustained a burn to the oral area of the patient that came in contact with the shaft of the wand during the procedure. The burn resulted in blistering requiring treatment. The device appeared to operate correctly during use. The shaft area of the wand reportedly melted during use. The device used in the procedure had been reprocessed.

Manufacturer narrative:
The device will not be returned to the manufacturer for investigation. The device is labeled for single use only. It was reported the device had been reprocessed and reused on a patient. Since the device will not be returned for investigation, and the lot number was not known, a complete investigation could not be completed. No conclusion can be made.